Event description:
This is a pediatric pt who is new to both the liberty cycler and the liberty cycler set. The clinical mgr of the pts pd clinic reported that during treatment the pt experienced multiple unresolved pressure leak alarms and stated that the tubing sets may have been a contributing factor although a specific product defect has not been reported. Their concern is that the pt may be underdialyzing as a result. The child did acquire an exit site infection unrelated to the reported event. The pt has been ordered a newton cycler machine and tubing and is currently receiving treatment with no further issues/concerns. No sample is being sent back for eval.

Manufacturer narrative:
(B)(6). Device history lot review: the device history record review of 050-87212 lot # 10sr08043 was reviewed and the following highlights were found: this product did not have any ncr's. No deviation was documented during the mfg process. All the applicable tests during the in-process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. No reworks/re-inspections were performed to this finished goods lot 10sr08043. Sample analysis: no sample was received for eval. Conclusion: the sample was not received. The complaint is deemed as not confirmed. Unfortunately without the sample it is not possible to perform an investigation to implement appropriate corrective/preventative actions that lead to this type of incident. Fmc reynosa will continue monitoring this type of incident per current procedure. Note: has been deemed on (B)(4) 2011 after a review of all the info that has been received this report will be submitted as a reportable malfunction.